Event description:
It was reported that the jaw of the suture passer broke off during use. The broken piece was removed and the procedure was completed using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
The reported device was returned for evaluation and was intended for treatment. There was a relationship found between the returned device and the reported incident. Visual inspection of the device found that the upper jaw and the dowel pin broke off and they were not returned for evaluation. Also a needle is attached into the device. Functional evaluation of the returned firstpass device cannot be perform due to the broken condition of the upper jaw. The root cause is undetermine with confidence; however, the most possible root cause may be due to excessive forces or improper handling of the device. The included defice instructions provides clear warnings and precautions about proper use of the device. The device instructions states: prior to use, examine the instrument and check for proper functioning. As with any surgical instrument, care should be taken to ensure that excessive force is not placed on these devices, otherwise, failure may result. There are no indications to suggest the device did not meet product specifications upon release into distribution.